Manufacturer narrative:
Product event summary: the full lead was returned in segments, analyzed. Analysis indicated that the right ventricular defibrillation coil developed a fracture due to flexing while in vivo. Concomitant medical products: ddbb1d1, ICD, implanted: (B)(6) 2016. 5076-52, lead, implanted: (B)(6) 2007. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead was returned to the manufacturer after being explanted and replaced due to a system upgrade and subsequently tested out of specification during the manufacturer¿s analysis. No patient complications have been reported as a result of this event.